Manufacturer narrative:
The specific protocol(s) used to process tissue samples from which underprocessed tissue was identified was not provided by the laboratory. Bottle 7 (ethanol) was not in contact with the corresponding sensor for approximately 28 seconds between 11:05 am on (B)(6) 2017, which is sufficient time to replace the reagent. The station properties for bottle 7 (ethanol) were reset at 11:06 am on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 7 prior to this action were: ethanol concentration=72.8%, cycles=73%, cassettes=5271, days=20. A user affirmed in the instrument software that the default concentration of 100% was to be set at 11:06 am on (B)(6) 2017. A user affirmed in the instrument software that the default concentration of 100% was to be set. Bottle 10 (ethanol) was not in contact with the corresponding sensor for two (2) minutes between 16:59 pm on (B)(6) 2017 and 17:01 pm on (B)(6) 2017, which is sufficient time to replace the reagent. The station properties for bottle 10 (ethanol) were reset at 17:01 pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 10 prior to this action were: ethanol concentration=93.9%, cycles=32%, cassettes=2159, days=11. A user affirmed in the instrument software that the default concentration of 100% was to be set at 17:01 pm on (B)(6) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 7 (ethanol) was used in the final dehydration step of the "derm biopsy" protocol started in retort a at 11:07 am on (B)(6) 2017; the "gi/prostate biopsy" protocol started in retort b at 13:46 pm on (B)(6) 2017; and the "gi/prostate biopsy" protocol started in retort a at 15:23 pm on (B)(6) 2017. The reagent in bottle 10 (ethanol) was used in the final dehydration step of the "gi/prostate biopsy" protocol started in retort a at 17:18 pm on (B)(6) 2017; the "standard long cycle - large specimens" protocol started in retort b at 08:37 am on (B)(6) 2017; the gi/prostate biopsy" protocol started in retort a at 16:32 pm on (B)(6) 2017; "gi/prostate biopsy" protocol started in retort b at 05:26 am on (B)(6) 2017; the "standard long cycle - large specimens" protocol started in retort a at 08:21 am on (B)(6) 2017; the "gi/prostate biopsy" protocol started in retort a at 18:24 pm on (B)(6) 2017; "derm biopsy" protocol started in retort b at 06:06 am on (B)(6) 2017; "derm biopsy" protocol started in retort a at 10:04 am on (B)(6) 2017; "derm biopsy" protocol started in retort b at 11:16 am (B)(6) 2017; and the "derm biopsy" protocol started in retort a at 13:36 pm on (B)(6) 2017. The discrepancy between the ethanol concentration in bottles 7 of 83.6% and 10 of 88.3% measured using a hydrometer and that calculated by the instrument software based on user input of 93% and 96% respectively, indicates that a use error occurred on (B)(6) 2017 during replacement of these reagents. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of sub-optimal tissue processing over the last three (3) week period could not be determined from the information available. However, the facts suggest that a use error involving incorrect completion of replacement of the reagent in both bottles 7(ethanol) and 10 (ethanol) occurred on (B)(6) 2017, as evidence by the discrepancy between the ethanol concentration in bottles 7 and 10 measured by the hydrometer and that calculated by the instrument software. Bottles 7(ethanol) and 10 (ethanol) were used for the final dehydration of the protocols completed between 01 and (B)(6) 2017.

Event description:
Leica biosystems received a complaint regarding underprocessed tissue "for the last three weeks every couple days on two processors, all retorts, multiple programs changing all reagents and wax (70% and 100% used to refill alcohols)". On 29 august 2017, leica biosystems (B)(4) received information from the laboratory indicating "several cases will need to re-biopsy". Further information is being sought as to the number of patients requiring re-biopsy; the patient identifier; the age/date of birth; the gender; the ethnicity and the race of each patient.